Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: device manufacture date - the lot was manufactured between july 16-17, 2025. H11: the device was received for evaluation. Visual inspection on the unit via the naked eye noted two black marks located on the exterior surface of the tubing. The black marks were not in the fluid path. Under the microscope, the black marks resembled ink marks. An ftir test was attempted on the black marks, but the marks were insufficient to produce visible signals on the ftir spectra. Therefore, the identification of the black marks could not be determined. The reported condition was verified. The probable cause of the black ink marks may be related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had dirt like a black speck on the tube. The issue was noticed prior to patient use. There was no patient involvement. No additional information is available.